Event description:
Information received by medtronic indicated that the customer reported patient experienced hyperglycemia and was hospitalized to treat hyperglycemia. Patient deceased due to heart illness after two days from the event date. The blood glucose value was unknown. Troubleshooting was performed. Pump was not used at the time of deceased event as the doctor ordered for insulin shots. It was unknown whether the insulin pump used within the 48 hours of the reported event. Smart guard/auto mode status was also unknown. The insulin pump will not be returned for product analysis. Mds-mmt-7911-xmtr, frn-mmt-332-rsvr, ozp mmt-7020 snsr, unomed set.

Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. No damage noted on the original battery cap. The following were noted during visual inspection: scratched case, pillowing keypad overlay and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.